Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d8, h3 the device was returned to olympus for inspection and the reportable malfunction was confirmed. The evaluation determined the image issues were due to a broken charged coupling device. However, based on the results of the investigation, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer info.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope had connectivity issues and was not displaying an image during setup/inspection prior to use. There was no patient involvement., patient injury, or medical intervention associated with this event.